Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged sinus infection. There was no report of serious or permanent patient harm or injury. The device was returned but yet not evaluated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sinus infection related to a bipap device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit got scrapped.